Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR. One day after the implant, low sensing amplitudes and increased threshold were reported. An x-ray confirmed a perforation of the right ventricle. The lead was explanted but not returned to biotronik. No additional adverse patient side effects have been reported.